Manufacturer narrative:
Manufacturer's investigation conclusion: the reported constricted outflow graft could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states the patient had shortness of breath when sitting up, altered mental status, and constant low flow alarms on (B)(6) 2023. The patient was taken to the hospital on (B)(6) 2023 and had a flow of 1.1 liters per minute (lpm). A computed tomography (CT) scan was performed, and a constriction of the outflow graft was observed. The patient was immediately moved to the operating room (or), where the bend relief to outflow graft was excised with immediate release of gelatinous material. The ventricular assist device (vad) returned to normal function.

Event description:
User facility medwatch received that states that the patient had shortness of breath when sitting up, altered mental status, and constant low flow alarms. The patient was taken to the hospital and had a flow of 1.1 liters per minute (lpm) on (B)(6) 2023. A computed tomography (CT) scan was performed, and a constriction of the outflow graft was observed. The patient was immediately moved to the operating room (or), where the bend relief to outflow graft was excised with immediate release of gelatinous material. The ventricular assist device (vad) returned to normal function.

Manufacturer narrative:
User facility report: mw number (B)(4) was received (B)(6) 2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.